Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the liquid crystal display (lcd) was damaged and displayed multiple vertical stripes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up the external pulse generator (epg) generated a black screen after booting up. The epg subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.